Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery no power and not recognized by the controller event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), two controllers ((B)(6)), and two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the vad manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface. These deviations are being investigated under CAPA pr00532915. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned batteries revealed the units passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Functional testing of (B)(6) revealed an abnormal voltage plot regarding cell pair three of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 243 and that there was a time difference of 935 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. During functional testing, the no power alarm functioned as intended when both power sources were disconnected from the controller. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 19:21:12. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 96% rsoc. The data p oint recorded after the loss of power revealed that (B)(6) was connected to power port and that no power source was connected to power port two. No anomalies were observed prior to the loss of power. The controller was without power for 17 seconds. A vad stopped alarm was logged at 19:21:58 indicating that the pump failed to restart after multiple attempts. Two vad disconnect alarms due to the physical disconnection of the driveline from the controller, sixteen additional controller power up events, and ten additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. Log file analysis associated with (B)(6) revealed five controller power-up events on (B)(6) 2021 between 19:45:55 and 19:48:17. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2019, indicating that the controller was not in use prior to the controller power-up events and was likely powered up during the reported controller exchange. Two vad disconnect alarms were logged on (B)(6) 2021 at 19:45:59 and 19:47:16 due to the physical disconnecti on of the driveline from the controller. A vad stopped alarm was logged at 19:48:43, indicating that the pump failed to restart after multiple attempts. Five additional vad disconnect alarms due to the physical disconnection of the driveline from the controller, nine additional controller power up events, and six additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. As a result, the reported loss of power, vad stop alarm, failure to restart and "battery no power and not recognized by the controller" involving (B)(6) events were confirmed. The reported controller no sound and "battery no power and not recognized by the controller" involving (B)(6) events were not confirmed. The most likely root cause of the reported battery no power and not recognized by the controller event involving (B)(6) can be attributed to the unintentional enabling of the battery's zvchg fet. CAPA pr00519785 is investigating this battery issue. The most likely root cause of the initial loss of power logged on (B)(6) can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The most likely root cause of the vad stopped alarms can be attributed to a fa ilure of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: (B)(6) d9: yes, return date: 22-april-2021 h3: dev rtn to MFR? Yes h6: img code(s): g04034, g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19, c23 h6: FDA conclusion code(s): d10, d11 d4: (B)(6) d9: yes, return date: 22-april-2021 h3: dev rtn to MFR? Yes h6: img code(s): g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d4: (B)(6), d9: yes, return date: 22-april-2021 h3: dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d4: (B)(6), d9: yes, return date: 22-april-2021 h3: dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump ((B)(6)), two (2) controllers ((B)(6), (B)(6)), and two (2) batteries ((B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction is being investigated under the CAPA pr00532915 investigation. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned batteries revealed the units passed visual inspection. Functional testing of (B)(6)revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Functional testing of (B)(6) revealed an abnormal voltage plot regarding cell pair three (3) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 243 and that there was a time difference of 935 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. During functional testing, the no power alarm functioned as intended when both power sources were disconnected from the controller. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed a controller power up event, with an associated motor start event, logged on 14/apr/2021 at 19:21:12. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and that no power source was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 17 seconds. A vad stopped alarm was logged at 19:21:58 indicating that the pump failed to restart after multiple attempts. Two (2) vad disconnect alarms due to the physical disconnection of the driveline from the controller, sixteen (16) additional controller power up events, and ten (10) additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. During this period, safety alert word (saw) values were recorded on several batteries, indicating an overcurrent alert. The log files recorded a high power consumption during the attempted motor starts, indicating that the pump was drawing more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in the additional losses of power to the controller. Log file analysis associated with (B)(6) revealed five (5) controller power-up events on 14/apr/2021 between 19:45:55 and 19:48:17. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 21/jan/2019, indicating that the controller was not in use prior to the controller power-up events and was likely powered up during the reported controller exchange. Two (2) vad disconnect alarms were logged on 14/apr/2021 at 19:45:59 and 19:47:16 due to the physical disconnection of the driveline from the controller. A vad stopped alarm was logged at 19:48:43, indicating that the pump failed to restart after multiple attempts. Five (5) additional vad disconnect alarms due to the physical disconnection of the driveline from the controller, nine (9) a dditional controller power up events, and six (6) additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. During several of the recorded controller power-up events, a safety alert word (saw) value was recorded on the connected batteries, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. As a result, the reported loss of power, vad stop alarm, failure to restart and "battery no power and not recognized by the controller" involving (B)(6) events were confirmed. The reported controller no sound and "battery no power and not recognized by the controller" involving bat650135 events were not confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery no power and not recognized by the controller event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. The most likely root cause of the initial loss of power logged on (B)(6) can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The additional losses of power likely occurred during the troubleshooting process and/or due to the battery discharge overcurrent condition, which may have also contributed to the reported "battery no power and not recognized by the controller" event. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. D9 continued: z-1337-2021, z-1338-2021, z-1339-2021, z-1340-2021, z-1341-2021 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Section b2, h1, and h6 were corrected. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6). H6: patient ime code(s): e2402 d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #:(B)(6) h6: patient ime code(s): e2402 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2402 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2402 this regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for additional information and event details related to a motor start outside of the typical range identified during a retrospective data file review. Investigation for this event has been re-opened and a supplemental report will be sent upon its completion if additional updates are made. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective data file review conducted on january 11, 2024 revealed multiple motor start events with parameters outside of the typical range. This ventricular assist device (vad) is not in a subgroup population for delay or failure to restart.

Event description:
It was further reported that there were not any motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump ((B)(6)), two (2) controllers ((B)(6)), and two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned batteries revealed the units passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Functional testing of (B)(6) revealed an abnormal voltage plot regarding cell pair three (3) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 243 and that there was a time difference of 935 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. During functional testing, the no power alarm functioned as intended when both power sources were disconnected from the controller. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 19:21:12. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and that no power source was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 17 seconds. A vad stopped alarm was logged at 19:21:58 indicating that the pump failed to restart after multiple attempts. Two (2) vad disconnect alarms due to the physical disconnection of the driveline from the controller, sixteen (16) additional controller power up events, and ten (10) additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. During this period, safety alert word (saw) values were recorded on several batteries, indicating an overcurrent alert. The log files recorded a high power consumption during the attempted motor starts, indicating that the pump was drawing more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in the additional losses of power to the controller. Log file analysis associated with (B)(6) revealed five (5) controller power-up events on (B)(6) 2021 between 19:45:55 and 19:48:17. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2019, indicating that the controller was not in use prior to the controller power-up events and was likely powered up during the reported controller exchange. Two (2) vad disconnect alarms were logged on (B)(6) 2021 at 19:45:59 and 19:47:16 due to the physical disconnection of the driveline from the controller. A vad stopped alarm was logged at 19:48:43, indicating that the pump failed to restart after multiple attempts. Five (5) additional vad disconnect alarms due to the physical disconnection of the driveline from the controller, nine (9) a dditional controller power up events, and six (6) additional vad stopped alarms due to failures of the pump to restart were logged between 19:21:39 and 23:11:03, likely recorded during troubleshooting. During several of the recorded controller power-up events, a safety alert word (saw) value was recorded on the connected batteries, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. As a result, the reported loss of power, vad stop alarm, failure to restart and "battery no power and not recognized by the controller" involving (B)(6) events were confirmed. The reported controller no sound and "battery no power and not recognized by the controller" involving (B)(6) events were not confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery no power and not recognized by the controller event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. The most likely root cause of the initial loss of power logged on (B)(6) can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The additional losses of power likely occurred during the troubleshooting process and/or due to the battery discharge overcurrent condition, which may have also contributed to the reported "battery no power and not recognized by the controller" event. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) is in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0. Model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-sep-2019/ serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿controller 2.0. Model #: 1420-controller / catalog #: 1420-controller / expiration date:30-sep- 2019/ serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-oct-2020. Labeled for single use: no. (B)(4) heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidently disconnected both power sources from the primary controller which caused an unexpected loss of power with no power alarm and the ventricular assist device (vad) to stop with a vad stop alarm. The patient tried several times to connect to backup controller and reconnect to primary controller but the vad did not restart. It was also noted that the no power alarm did not sound on the primary controller though the display indicated no power sources were connected, and the two batteries did not provide power and were not recognized by the controller. The patient was admitted to the hospital for a vad exchange procedure. The vad and the two controllers were exchanged, and both batteries were removed from service. No further patient complications have been reported as a result of this event.